Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)) the awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: retention devices for the reported lot number were tested with clinical negative hcg urine and low hcg concentration standards (3 miu/ml). All test devices produced expected negative results at the read time. No false positive results were observed. Manufacturing batch record review did not uncover any abnormalities and qc data met specifications. The reported complaint for a false positive result was not replicated during in-house testing. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Customer unwilling to return.

Event description:
Unspecified date: patient presented to facility for pre-iud insertion pregnancy test. A urine specimen was tested on the henry schein hcg urine cassette and a positive result was obtained. A confirmatory blood test was performed prior to the iud insertion and the result was negative at <2 miu/ml. Iud insertion was delayed for an unspecified period of time, but was eventually performed. Iud insertion was performed based on the negative confirmatory test result. Customer states there was no negative impact to the patient. Troubleshooting occurred with a discussion about possible causes for unexpected results focusing on proper sampling technique, storage conditions and patient specific factors per the package insert (pi)-no deviations were noted.